Event description:
The user facility reported a leakage on the valve of the sheath. Follow-up communication with the user facility confirmed that: rsr01 was placed over glidewire advantage ga3502 from the right femoral over the iliac bifurcation and into the common left iliac; an abbot emboshield nav6 was placed over an .014 choice pt wire; after emboshield placement 2 csi atherectomy devices were inserted through the destination sheath over csi viper wire 1.25 solid and a 2.00 classic; the csi devices were removed and an abbott 6mm x 100mm balloon was inserted and multiple inflations occurred; the balloon was removed without incident: the doctor complained that as soon as the atherectomy devices had passed through the destination the valve began to leak very noticeably; by the end of the case there was a small pool of blood on the floor from the leaking valve; procedure was completed successfully; and the patient is reported in excellent condition.

Manufacturer narrative:
This report is being submitted as follow-up # 1 for mfg. Report 1118880-2010-00008 to provide updated information based on evaluation of the device sample recently returned from the user facility. The initial reported malfunction of valve leakage was determined not to be correct. In addition, upon evaluation of the device it was determined that there were no defects or anomalies and product performance specification were met. Therefore, this report does not meet the criteria for adverse event reporting. However, because the initial report has already been submitted prior to the additional information being received, this report is being submitted as follow-up to further detail the investigation.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 1118880-2014-00009 to provide updated information based on evaluation of the device sample recently returned from the user facility.

Manufacturer narrative:
(B)(4). Results: based on evaluation of user facility information; based on reserve sample evaluation. Conclusions: based on reserve sample evaluation. The return sample for this report was not available. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Manufacturer narrative:
This follow-up report #2 is being submitted to provide the date the manufacturing facility received additional information regarding the event and/or evaluation of the actual sample. This date was inadvertently omitted in the previous follow-up report. The information provided below lists the date(s) the additional information was received by the manufacturing facility: follow-up #1 = 4/22/2014.

Event description:
This report is being submitted as follow-up #2 for mfg. Report #1118880-2014-00009 to provide the date that additional information was received by the manufacturing facility.